Event description:
The surgeon was using a hi-torque spartacore 14 guide wire during a procedure, and it became stuck in patient. The end of guide wire broke off in patient. Unable to retrieve a piece and md chose to leave in the patient as the risks of removal attempt outweighed the benefit. No harm to the patient.